Manufacturer narrative:
(B)(4) d10: m2a-magnum pf cup 60odx54id item: us157860 lot: 550100. Mlry-hd lat por fmrl 14x175mm item: 11-104214 lot: 205480. M2a-magnum 52-60mm tpr insr +3 item: 139270 lot: 376900. G2: foreign ¿ canada h6: suggested component code: mechanical (g04) ¿ head. The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 10 years post implantation due to chronic pain. During the revision the femoral head was found to be cold welded and could not be disengaged, necessitating both a femoral osteotomy and a trochanteric osteotomy for removal of the femoral component. The acetabular shell was explanted, and a posterior superior acetabular defect was identified and treated with bone grafting. All implants were revised without complications. No additional information available for the reported event.